Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device malfunctioned and was damaged. It was noted that the red led lights up. It was also noted that the device failed pre-repair diagnostic tests for information button and self-test, charging and checking of power module in charger, function test, and saw-test. It was noted in the service order that the device battery did not charge, and did not run self-test, the red led lights up when info button was depressed, no liquid stains were seen, as all indicators were still white, and there were no drop damages seen. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.